Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the right ventricular lead exhibited failure to capture and low pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was recovering post procedure.